Event description:
It was reported that an ilet pump presented repeated alert 41 notifications consistent with an insulin shaft rewind malfunction, which persisted after charging and restarting, prompting replacement of the device. Symptoms included none, with blood glucose reported in range and unaffected. Outcomes included no injury, no medical intervention beyond device replacement, and continued insulin therapy via an alternative method. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a pump malfunction consistent with an internal mechanical or positioning fault in the insulin delivery mechanism that triggered the absolute range/rewind error. It was concluded that the cause was a device malfunction related to the insulin drive system.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.